Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the specific symptoms the patient experienced were tiredness and dizziness after the pump refill. It was stated that the patient required hospitalization as a result of the event and the patient attended the emergency department (ed) when the symptoms started. The rep was unable to get the model number/serial number/software version as the doctor who originally did the refill was currently away. Actions/interventions taken included the patient was sent back to refill center to start on the correct 80 mcg dose, under instructions from the previous doctor. The issue was resolved.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving lioresal (baclofen) with concentration 2000 mcg/ml via an implantable pump. It was reported that the patient's pump was refilled with new a new physician on (B)(6) 2026. Shortly after, the patient presented to emergency department (ed) with symptoms. The ed department performed a temporary stop (48 hours) on the pump. The pump was later interrogated by a manufacturer representative while the patient was in the ed. The dosage was found to be 800 mcg/day instead of the correct 80 mcg/day. Following interrogation, with consultation of the physicians and patient, it was decided to put the pump into a minimal dose rate of 12 mcg/day. The issue was not resolved as of (B)(6) 2026. The patient was without injury regarding their status as of (B)(6) 2026. The pump remained implanted and in service as of (B)(6) 2026. No surgical intervention occurred and no surgical intervention was planned. Regarding factors that may have led or contributed to the issue, it was indicated that the patient moved states and it was the first refill at a new center.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog. Serial# unknown software version: unknown product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.